Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis, as listed in the absorb gt1 instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID (B)(6). It was reported that on (B)(6) 2017, the patient underwent a coronary procedure performed to treat a lesion in the distal circumflex artery. A 2.5 x 18 mm absorb gt1 bioresorbable vascular scaffold (bvs) was implanted. On (B)(6) 2020, a new area of stenosis, within 5 mm from the previously implanted absorb scaffold, was noted. On (B)(6) 2020, the patient was re-hospitalized and a revascularization procedure was performed, resolving the event. No additional information was provided.